Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, noticed lens were scratched/bent haptic, loader was the cause for the lens scratch and haptic bent. Patient contact was there. Additional information as there was no patient harm.